Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was applied to the duct and one clip was fired as anticipated. A second clip was fired, but this clip was noted as being malformed, and the surgeon removed the device. The theatre sister fired several clips from the device when outside of the pt, and found that the clips appeared to be forming too early in the jaws of the device and falling out. A second device was opened. This device fired several clips as anticipated. But after awhile, the clips began to form incorrectly again. A third device was opened and worked as anticipated. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.